Event description:
It was reported that the patient¿s device has been explanted due to infection. No additional relevant information has been received to date. Return of the explanted device is not required as analysis of the device will not add value to the investigation.

Manufacturer narrative:
Device evaluated by MFR? Device return and evaluation is not required as the analysis will add not value to the investigation.